Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low glucose result was obtained on a patient sample on the dimension vista 500 instrument. Siemens reviewed the instrument data and determined that quality controls (qc) were within expected ranges on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer's site, who performed the following: replaced aliquot probe drain and sample probe drain, aligned and primed both probes multiple times, and ran quick check and a precision study on glucose samples, resulting acceptably. Siemens determined that there was no indication of reagent delivery issue. A sample integrity issue potentially contributed to the discordant, falsely low glu result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A flagged glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument and was not reported to the physician(s). The same sample was repeated on the same instrument, resulting in a discordant, falsely low glu result. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument three more times, resulting higher. The third repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.